Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection after implant of the plate. It was stated the plate needed to be shaped prior to implant and the shaping factory was a domestic plastic factory. The plate was explanted due to the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the head wound infection was not determined. It was stated the patient still currently had a skull defect present and did not undergo a skull repair operation.